Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported by production manager that the expiration date on the outer carton of the product does not match the expiration date on the inner packaging. The outer carton is marked 2015, while the inner package is marked 2010. This product is sterile packed for single use. Product was not used after issue was identified. The product manager reports that a stock hold was initiated at monument warehouse as soon as the issue was reported. It was found that there were multiple lots of the product available at monument, and all lots were checked for the expiration variance. All items with lot ajm838x, same as the complained part, had the same expiration date issue and were quarantined. Other lots were not affected by the discrepancy, and were excluded from quarantine.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that expiration date on the outer package does not match the expiration date on the inner packaging. Failure cause was carelessness of the staff packing. Because of the configuration of the us label printing software all variables have to type in separately in each part of the label. This means that the same variable has to be typed in seven times for one label. An internal corrective action has been opened to address this issue. The supplier is changing the layout of the label that the variables have to be typed in only once a time for one label. Additional product code for this report includes fzx.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
Part number 03.702.218s with lot number ajm838x has a quantity of three.